Event description:
Based on the defective product return form the surgeon placed arm on device after its use and received a first-second degree burn through his gown to his skin. There was not patient harm. An identical replacement device was used to finish the procedure. Call was made to manufacturer.